Event description:
A curlin 6000 ambulatory pump, by moog, malfunctioned during use. The patient would start the pump and after 10 minutes of running the low battery alarm would sound. Replacement of the batteries did not solve the problem. Pump continued to alarm low batteries even after the batteries were replaced. It was discovered the device's battery sensor malfunctioned. A delay in therapy occurred. There was potential for the pump not providing the prescribed therapy dosage. A new pump had to be delivered to the patient's home.